Event description:
It was reported, the bronchovideoscope, when up angulation adjustment was made, the image was immediately lost, it returned to normal after the angulation was adjusted back, but normal operation could not be continued. The event occurred during a therapeutic bronchial lavage treatment. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This is a correction of the (9610595-2025-20114) previously submitted issue. Upon further review, it has been determined that the reported issue is a duplicate of the previously reported issue in MFR report # 9610595-2025-20215.

Event description:
No additional information received from customer.